Manufacturer narrative:
An ultraflex esophageal ng stent and delivery system was received for analysis. Visual examination received found the stent partially deployed. The shaft was kinked at the skived side port. The device shaft bowed during a failed to deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint. The damage to the shaft discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng stent was to be used to treat a 6-7mm cancerous lesion in the stomach and lower part of the esophagus during an esophagus stenting placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to the stent placement procedure. During the procedure, the ultraflex esophageal ng stent was able to be partially deploy in the lower part of the esophagus but the deployment suture became stuck. The ultraflex stent was unable to be deployed any further and the physician removed the ultraflex esophageal ng stent from the patient partially deployed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was born in 1939. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 1, 2016 that an ultraflex¿ esophageal ng stent was to be used to treat a 6-7mm cancerous lesion in the stomach and lower part of the esophagus during an esophagus stenting placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to the stent placement procedure. During the procedure, the ultraflex¿ esophageal ng stent was able to be partially deploy in the lower part of the esophagus but the deployment suture became stuck. The ultraflex stent was unable to be deployed any further and the physician removed the ultraflex¿ esophageal ng stent from the patient partially deployed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.